Event description:
As reported, the patient underwent bilateral inguinal hernia repair with the implant of flat mesh (right and left) on (B)(6) 2019. As reported, about 6 months post op, the patient experienced erectile dysfunction and consulted with a urologist who reported it may be due to his enlarged prostate. As reported about 3 years post implant, the patient developed a hardened ridge like area in the right groin area with discomfort/tenderness when palpated. It was reported that during follow up visit on (B)(6) 2023, surgeon informed the patient that there was nothing wrong with the area of implant, no further intervention was required and to follow-up with the urologist regarding erectile dysfunction. It was reported that the patient has a urologist appointment in (B)(6) 2023. Contact reports the patient is not having any issues with the left sided repair.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, three years post implant of the flat mesh the patient developed a ¿hardened ridge like area in the right groin area¿ accompanied by right sided discomfort. Upon review the patient¿s surgeon found nothing wrong with the area of concern and has advised the patient to follow up with his urologist. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 495 units released for distribution in july 2019. Note, the date of event (B)(6) 2022) is considered to be a best estimate based on the information available.  Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.